Manufacturer narrative:
The user facility reported this event as both an adverse event and a product problem. After further investigation, this incident was discovered to be a user error. No problem with the product was identified. The sample was discarded by the user facility, therefore, no eval will be conducted. A nipro product specialist has scheduled an in-service at the user facility in order to provide further training on how to avoid needle sticks. The employee has tested negative to bloodborne pathogens.